Event description:
Patient reported "capsular contracture baker grade iii with seroma, a rupture, breast turned yellow then purple, hard, painful, areola sunk in, looked deformed". Later healthcare professional confirmed deflation and reported capsular contracture baker grade IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6.

Manufacturer narrative:
The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, seroma and capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade iii with seroma, a rupture, breast turned yellow then purple, hard, painful, areola sunk in, looked deformed". Later healthcare professional confirmed deflation and reported capsular contracture baker grade IV. Device has been explanted. This relates to the right side.